Event description:
It was reported that patient had the inflatable penile prosthesis tubing length shortened on (B)(6) 2018 due to patient dissatisfaction. No components were removed or replaced. Additional information was reported that the tubing was too long and was pushing on the inside of the patient's skin, the physician reopened the patient and shortened the tubing length. It was an infrapubic inflatable penile prosthesis that was placed penoscrotal. The patient was satisfied and very content.

Event description:
It was reported that patient had the inflatable penile prosthesis tubing length shortened on (B)(6) 2018 due to patient dissatisfaction. No components were removed or replaced.